Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found air bubbles in the white blood cell (wbc) diluent dispenser. The wbc dispenser (manufactured in 2011) was dispensing a lower volume of diluent and as a result, the wbc count was higher. He replaced the wbc dispenser resolving the issue.

Event description:
Customer reported the test results for white blood cell (wbc) were high for the quality control (qc) and patient samples when using the coulter lh 750 hematology analyzer. The customer indicated that the qc results for the wbc tests were outside acceptable range, high. To troubleshoot the issue, the customer ran patient samples that were processed on a different analyzer and noticed the results were 10% higher than on the working analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.